Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia with blood glucose level of 45 mg/dl. Customer did not mention any treatment and symptoms related to low blood glucose level. Customer stated that auto mode was not on. Customer also reported that there was blood at site issue. The device will not be returned for analysis.